Event description:
Reporter alleged the needle from the fastclix lancet device protrudes outside the end of the cap. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.

Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year. Device received in a condition which made analysis impossible. Unable to fire device due to a defective button. Could not test to see if the lancet retracted.

Manufacturer narrative:
Absent the device lot number, manufacture date cannot be determined.